Event description:
The customer reported that the device displayed a red x with battery and ac power attached. The device passed operational check, there were no inop messages and no errors noted in the logs. No pt involvement was reported.

Manufacturer narrative:
(B)(4)